Manufacturer narrative:
Additional information was added: the lot was manufactured from october 30, 2018 - november 1, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and droplets of liquid from the blue winged cap were identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaked on a small volume folfusor. Droplets were observed in the overpouch; however, the location of the leak was not known. The set was filled with 1000mg vancomycin in 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.